Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: one of our clinical staff found with a small amount of clear, sticky substance found inside the syringe. We reviewed additional syringes in that lot and located several more.

Event description:
It was reported while using bd plastipak¿ 3ml syringe foreign matter was found. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: one of our clinical staff found with a small amount of clear, sticky substance found inside the syringe. We reviewed additional syringes in that lot and located several more.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-feb-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, it was observed that a clear gel like material stringing from the barrel roof against the stopper. Fourier transform infrared spectroscopy (ftir) analysis results showed that the foreign matter was silicone lubricant used in the manufacturing process. Potential root cause for the excessive silicone defect is associated with the assembly process. A device history record review was completed for provided lot number 2042752. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.